Manufacturer narrative:
Attachment: [c1161.pdf, MDR narrative for CAPA 318.1.pdf].

Event description:
On the (B)(6) 2015, lenstec received via email, a notification stating that the above lens was being returned for the following reason "dr. Implanted iol, noticed a tear in posterior capsule. Explanted iol and replaced with anterior chamber iol. No patient injury". The following additional information was requested on the (B)(6) 2015: what instruments were used during the procedure? What was the cause of the tear in the capsular bag? This information was received on the (B)(6) 2015 and it stated that the lc1645s cartridge was used and the site was unsure what caused the tear in the posterior capsule, it was noticed during the insertion of the iol.

Event description:
On the 21st may 2015, lenstec received via email, a notification stating that the above lens was being returned for the following reason "dr. Implanted iol, noticed a tear in posterior capsule. Explanted iol and replaced with anterior chamber iol. No patient injury". The following additional information was requested on the 22nd may 2015: what instruments were used during the procedure? What was the cause of the tear in the capsular bag? This information was received on the 5th june 2015 and it stated that the lc1645s cartridge was used and the site was unsure what caused the tear in the posterior capsule, it was noticed during the insertion of the iol.